Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) device will not turn on. It is unknown under which circumstances the event occurred or if a patient was involved.

Event description:
It was reported the cardiosave intraaortic balloon pump (iabp) device will not turn on during routine check. There was no patient involvement nor adverse event reported.

Manufacturer narrative:
Updated fields - b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10. A getinge field service engineer (fse) had evaluated the unit and found that the device will not turn on issue was caused due to saline spills in thermal printer board , power supply assembly , monitor power supply board , the tank transducer connections. Than the fse had replaced the unit by installing a - cable, he tank transducerintfc , printer thermal, xe-50b, custom , cardiosave, sr pwr sply assy, pcb , power supply monitor, rohs, press xdcr hi press 3500 psig. Than completed the full calibration , functional tersting and safety checks to factory specifications. The unit was returned to the customer and cleared for the clinical use.

Event description:
N/a.